Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not radiate. Analysis of the system log file showed generator errors. During troubleshooting, the fse found a message ¿generator is busy starting up - no x-ray is possible after power on,' and the point (power inverter) rail voltage in the miu (mains interface unit) became zero after a while. The fse replaced the point unit. After the replacement of point unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.